Manufacturer narrative:
.

Event description:
It was reported that during device change out, lead impedance was found out to have declined gradually since implant. Lead will be monitored. No further information available.